Event description:
It was reported that the patient was in two (2) different emergency departments due to pump was beeping. The emergency department pulled her central line and placed another line, which is infusing by the way of one port and another medicine in the other port. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. A DHR review and service history review are not possible because the serial number of the device was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.